Event description:
A high blood glucose event was reported by the customer, with the highest level being displayed as "high" though the specific value was unknown. There was no further reported impact on the customer's blood glucose level. The customer addressed the issue by changing the infusion set and cartridge.